Event description:
It was reported that during testing the dso seal was peeling. The peeling downstream occlusion (dso) seal which it indicates that seal integrity has been compromised and could result in fluid ingress into pump. There were no patient involvement and no patient harm.

Manufacturer narrative:
One device was received for evaluation for the complaint that the dso seal was peeling. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the battery compartment cracked, dso seal delaminated and uso seal contaminated. The issue confirmed through dso delaminated in visual inspection. The dso seal will need to be replaced.